Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in sales force which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, that the station screen went blank and it was not turning on due to component issue. Field service engineer checking all connections and change the outlet to resolve the issue. The system functioned as intended after the field service engineer serviced the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es whole screen went blank and it was not turning on, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.